Event description:
Reporter alleged customer had higher blood glucose readings so customer went to the doctor as a result. Customer stated their meter read 230 mg/dl compared to the doctor's measurement of 118 mg/dl when testing was performed 10 minutes apart. Reportedly another comparison of 88 mg/dl on the doctor's meter was compared to 250 mg/dl reading on the customer's meter within <10 minutes apart. Customer indicated taking an additional oral diabetes medication due to the high reading, however, no treatment was received due to the comparative results. A request was made for the return of the suspect device and replacement product was sent.